Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported sensing anomaly was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the sensing anomaly could not be determined.

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. The patient received inappropriate therapy. An aborted defibrillation for a ventricular fibrillation episode due to post-sensed t-wave oversensing on the ventricular lead was observed. The device was explanted and replaced. The patient was stable after the event.

Manufacturer narrative:
.